Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 1000 mg/dl. Cause of high bg was not known. Reportedly, customer was "incoherent" and required assistance from spouse who "was managing sugars". Customer went to the emergency room where they were "not conscious" and kidneys were "shutting down", and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 4 days later with the issue resolved and no permanent damage.